Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r41625, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the stapler did not deploy all staples. New stapler opened and given surgical team. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # r59l0g. Device analysis: the analysis results showed that the tx60b device arrived with no apparent damage and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.